Manufacturer narrative:
H6 coding has been updated to reflect completion of the investigation. H3 other text : no product returned.

Event description:
It was reported that a patient was revised to address four fractured ozark fixed self-tapping screws. Fragments of the fractured screws remain in the patient's vertebral bodies as the surgeon was unable to remove them. This report captures the fourth of four screws.

Event description:
It was reported that a patient was revised to address four fractured ozark fixed self-tapping screws. Fragments of the fractured screws remain in the patient's vertebral bodies as the surgeon was unable to remove them. This report captures the fourth of four screws.